Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately loss power as reported. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice during a patient event. The device was able to be powered back on by the customer. The customer reported that battery 1 displayed a red box with a "?" Mark, and battery 2 had a full charge. This issue is patient related; however there was no adverse patient outcome reported. Physio-control has made several attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was still unable to duplicate the reported issue. As a precaution, the power pcb assembly, battery power cable assembly, battery contact assembly and the battery pins were replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice during a patient event. The device was able to be powered back on by the customer. The customer reported that battery 1 displayed a red box with a "?" Mark, and battery 2 had a full charge. This issue is patient related; however there was no adverse patient outcome reported. Physio-control has made several attempts to contact the customer for further information on the event and patient, but has been unsuccessful.